Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. It is possible that the unexpected noise heard could be either: the blade making contact with metal or plastic while activated or the solid tone emitted by the generator when the blade becomes damaged. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the nurse reported hearing screeching sound multiple times prior to jaw breaking off harmonic into field. Surgeon noticed what he thought was charred tissue in field but upon further investigation, it was noted that the tip of the active blade had broken off and fallen into the field. The piece was retrieved without incident. Nurse and surgeon stated they routinely make contact with vaginal manipulator and had on multiple occasions on this case prior to incident. Another like device was used to complete the procedure. There were no adverse consequences for the patient.